Event description:
It was reported implant of device system occurred with no adverse event. After implant, staff noted patient was not breathing and there was no palpable pulse. ECG showed a-v paced rhythm at 70ppm. CPR was begun and code was called. Physician noted pacemaker outputs were programmed at 7.5volts at 1.5ms in both atrium and ventricle. Family was contacted by hospital staff and decision made to stop CPR and rescue breathing. Device programmed to odo and asystole was noted on the ECG monitor. The patient subsequently died. Follow up revealed cause of death was cardiac arrest due to asystole, due to congestive heart failure-systolic, due to ischemic cardiomyopathy due to coronary artery disease; manner of death was listed as natural on death certificate; no autopsy was performed.

Event description:
It was reported implant of device system occurred with no adverse event. After implant, ep lab staff noted patient was not breathing and there was no palpable pulse. ECG showed a-v paced rhythm at 70bpm. CPR was begun and code was called. Physician noted pacemaker outputs were programmed at 7.5volts at 1.5ms in both atrium and ventricle. Family was contacted by hospital staff and decision made to stop CPR and rescue breathing. Device programmed to odo and asystole was noted on the ECG monitor. The patient subsequently died. The cause of death has been requested and not received.

Event description:
It was reported implant of device system occurred with no adverse event. After implant, staff noted patient was not breathing and there was no palpable pulse. ECG showed a-v paced rhythm at 70ppm. CPR was begun and code was called. Physician noted pacemaker outputs were programmed at 7.5volts at 1.5ms in both atrium and ventricle. Family was contacted by hospital staff and decision made to stop CPR and rescue breathing. Device programmed to odo and asystole was noted on the ECG monitor. The patient subsequently died. Follow up revealed cause of death was cardiac arrest due to asystole, due to congestive heart failure-systolic, due to ischemic cardiomyopathy due to coronary artery disease; manner of death was listed as natural on death certificate; no autopsy was performed. Follow later revealed there was no problem with the device system. The patient "was a sick old man."

Manufacturer narrative:
Asku

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.